Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion. The device was implant less than one year ago and has less than 2 years of longevity remaining. It was reported that the device's power consumption was 286% when it should be less than 100%. Boston scientific technical services (ts) recommended that this product be replaced. A save to disk was performed and sent in for analysis. No adverse patient effects have been reported at this time. Analysis of the diagnostic data from the memory upload shows a significant increase in the device's operating power level in (B)(6) 2012. Although this finding cannot be fully explained from the diagnostic data, this elevated power level is abnormal in relation to the device settings and therapy delivery. This anomaly may be due to a hardware malfunction and the device should be returned to boston scientific for detailed analysis. The high current has only been relatively stable for the last 12 days and the future device behavior cannot be predicted. Continued monitoring of the device would have an inherent unpredictable risk that the current levels may suddenly increase resulting in rapid battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device was successfully interrogated with a battery status indicator of beginning-of-life (bol) at 3.05 volts. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported the clinical observation.

Manufacturer narrative:
The available information suggests that the device remains in-services at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that this device was successfully explanted and replaced. The device is enroute to boston scientific for laboratory testing.